Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. A visual inspection was performed. When the luer cap was removed it was determined that the device was not flowing. A force prime was attempted, but no flow was observed. Upon closer inspection it was found that there was crystallized drug blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. The cause of the crystalized drug is unknown. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had flow stop during an infusion. The reporter stated that the no flow was noticed after 72 hours of infusion. The device was filled with fluorouracil and an unknown diluent. There was no patient injury or medical intervention associated with this event. No additional information is available.